Event description:
It was reported that the customer was hospitalized due to a mild diabetes ketoacidosis and high blood glucose of 560mg/dl. It was stated that the customer was experiencing unexplained high glucose for two days. It was stated that the customer did a correction, and his glucose level went down, but when he measured again his glucose level was high again. Then the customer did a manual correction twice and his sugar level rose to 300s mg/dl. The customer had another correction and large ketones were present. It was stated the customer's mother called the doctor, who instructed her to take the customer to the hospital. The father called back the next day and troubleshoot the insulin pump. The programming was correct. Ran a fixed prime and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.